Event description:
Sims level 1, inc. Rec'd a report on january 5, 1999 that an 82-year old pt died during use of the sims level 1 system 1025 fluid warmer. Although the event occurred on march 13, 1998, it was not reported by the hosp until december 21, 1998, and was not rec'd by sims level 1 until january 5, 1999. The hosp reported that during anesthesia for excision of an aneurysmal bone cyst in the tigh, an 82-year old pt experienced blood loss. Fluid infusion was provided with blood products and crystalloid through the system 1025 sims level 1 fluid warmer and a sims level 1 disposable which is unknown at this time. The pt had a poor blood pressure response and a trans-esophageal echocardiogram ("tee") was performed to check cardiac function, which revealed air in the pt's right atrium and right ventricle. The pt subsequently expired.